Event description:
It was reported the patient almost did not survive when they had their implantable neurostimulator (ins) changed in (B)(6) 2010. The reporter stated that they could not even have basic surgery. The reporter further stated they put them under light anesthesia just for a colonoscopy one time and they don¿t think they could survive a future replacement surgery. It was noted the patient wanted to be proactive and take the ins out now while they were still healthy enough to do the surgery. It was further noted the patient takes dilaudid every four hours. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 74002, lot# n247754, implanted: (B)(6) 2010, product type adapter; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 748940 serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot# lb5664, implanted: (B)(6) 2003, product type lead. (B)(4).